Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported bilateral pain and capsular contracture, baker grade IV. Patient also reported "shaking," "horrible shakes and ear ringing," "developed food intolerances and horrible neck and back pain," "my whole right arm and side would go completely numb," "pneumonia, rsv and sinus infections" which have been deemed not related to the device. This record is for the right side. Device has been explanted.